Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
At the time of inserting the insert, it could not be inserted to the end and the locking wire became visible. Even if it was removed once and then inserted again, the locking wire was loosened. A new insert of the same size was opened and inserted, and the operation was completed without any problems.